Event description:
Reporter called on behalf of his wife regarding the freestyle libre 3 sensor. Sensors are not lasting 14 days. Three sensors failed before the 14 day mark. The first sensor lasted 7 days, the second sensor lasted 8 days and the third sensor lasted 6 days. Ref reports: mw5159364, mw5159365.